Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up from tandem technical support; therefore, no additional information was able to be obtained.